Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's multi-function signal cable, system interconnect flex cable, and high voltage module were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the clinical and error logs did not find evidence to support the reported event.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.